Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer¿s caregiver reported that an adc freestyle libre sensor detached from the customer during the night and coincided with the customer experiencing symptoms of hypoglycemia, including vertigo, tremors and weakness. The customer's caregiver reported that the customer was given ¿fruit juice and 2 biscuits¿ as treatment. No further treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification.  A (DHR) (device history review) for the fs libre sensor, sensor kit, and sensor kits manufactured with an adhesive patch were reviewed, and the DHR showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer¿s caregiver reported that an adc freestyle libre sensor detached from the customer during the night and coincided with the customer experiencing symptoms of hypoglycemia, including vertigo, tremors and weakness. The customer's caregiver reported that the customer was given ¿fruit juice and 2 biscuits¿ as treatment. No further treatment was provided. There was no report of death or permanent injury associated with this event.